Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The power on and off switch had a burned terminal causing the device to lose power. In order to solve the issue, the switch was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t shut down by itself during service. Then, the customer turned it back on and the same issue occurred again. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the most likely root cause for the reported event has been assigned to the burned terminal of the main switch.